Event description:
It was reported that the cement hardened for only 1.5 min in bha with revolution (specific setting time could not be checked). Amikacin (400 mg) was mixed to 80 g cement. All monomer and polymer were used. Storage condition and op room temp were not specified.

Event description:
It was repored that the cement hardend for only 1.5min in bha with revolition. (Specific setting time could not be checked.) Amikacin(400mg)was mixed to 80g cement. All monomer and polymer were used. Storage condition and op room temp were not specified.

Manufacturer narrative:
Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The event was not confirmed. DHR review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there was other reported event for this lot and it was determined that the product was found, in terms of manufacturing and functionality, to conform to specification. The mixing properties of the retain samples of the reported lot code were tested and shows that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the product at the time of mixing and by the temperatures of the utensils with which it contacts during mixing. It is important to note that for 12-24 hours prior to use in surgery, the product components should be kept at ambient or temperature. Another key factor is that vigorous mixing may accelerate the polymerization of the cement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in the supplemental report. The subject device is not cleared for sale in the us, but a similar device is commercially available in the us.